Event description:
It was reported resident being transferred from bed to chair via hoyer lift, resident fell out of lift hitting the floor. Landing on both knees, resulting in fractures of both legs. Application of lower leg casts for fracture "rt" & "lft" distal tibia.